Manufacturer narrative:
B3- date of event is estimated based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient experienced ineffective therapy as both leads had migrated and pain /discomfort at the pocket site. As such surgical intervention took place on (B)(6) 2024, where both the leads were replaced and ipg was repositioned and moved below the beltline. Therapy was restored following the procedure.